Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for potassium. It was reported that blood glucose of 255 mg/dl, current blood glucose was 212 mg/dl. The customer experienced symptoms such as nausea vomiting. The customer was treated with insulin. The insulin pump will not be returned for analysis.